Event description:
Individual was diagnosed as allergic to latex on 8/29/96. Became sensitized to latex from contiuous wearing of latex medical gloves. Suffered from hives, wheezing, runny eyes & nose, and shortness of breath.